Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the vessel sealer extend (vse) instrument clamped on tissue during use and could not be opened and moved. There was tearing of the tissues during the removal of the vse instrument causing hemorrhage and opening of the digestive tissues. The procedure time was extended by 30 minutes due to the issue. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode is unknown. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. Isi has not received the vse instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The logs were reviewed by isi advanced failure analysis engineer (fae) and the following findings were obtained: towards the end of the use of the vse instrument with lot #m90210921-0127, a jaw angle open event was recorded, suggesting the user was attempting to cut with too much tissue between the jaws. A couple seconds later, the user attempted to cut again, and the cut failed, resulting in a blade jam. The logs are unable to confirm an unclamping issue. Additionally, there is no record of emergency grip release lever being used (with or without e-stop) in the logs. No errors suggestive of an instrument failure were recorded in the e-100 logs. This complaint is reportable due to the following: during a da vinci-assisted sigmoid colectomy procedure, the grips of the vse instrument became stuck on tissue. The surgeon was able release the vse instrument from the tissue; however, the tissue was injured as result of the event. It is unknown what medical intervention was performed to address the tissue injury. The cause of the customer reported failure mode is unknown.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the vessel sealer extend instrument associated with the reported event and completed device evaluations. Failure analysis neither confirmed nor replicated the reported complaint. The instrument was placed and driven on an in-house system where it passed recognition, engagement, energy delivery, and the cut tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. No errors occurred during in-house testing. Upon visual inspection, there was no physical damage found at the wrist and all ceramic dots were present. Additional observation not reported by the site: the instrument was found to have a dislodged blade. Visual inspection showed that the blade was exposed 0.110¿ out of the blade garage. No conductor wire damage or snake wrist damage was found. There was bio debris found at the instrument tip and a review of the system logs revealed one blade exposed error. The knife slot measured at 0.027¿ and the blade could be manually retracted to allow for in-house testing/use. The root cause of the dislodged instrument blade was noted to be attributed to use of the device.